Event description:
It was reported the output connector on the epg (external pulse generator) is broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, one side bail was missing, the ring was bent, the battery drawer was contaminated, the keyboard pad was contaminated, the display was out of specification (pixel segment missing), and the main printed circuit board (pcb) was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).